Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a recent admission for supratherapeutic inr, the patient complained of dizziness with position changes, lightheadedness, and peripheral field blurriness. The CT scan showed incomplete left homonymous hemianopia attributable to right occipital lobe infarct, and no cerebellar dysfunction. The etiology of dizziness was more consistent with orthostatus and dehydration. No change in medication regimen or treatment plan was recommended. A CT scan on (B)(6) 2017 showed scattered foci of low-attenuation consistent with chronic posterior circulation infarcts. A CT scan on (B)(6) 2017 showed no acute intracranial hemorrhage, territorial infarct, or mass lesion. Stable appearance of the brain, including multiple remote right posterior circulation infarcts. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported ischemic stroke could not be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists stroke and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. The manufacturer is closing the file on this event.